Event description:
It was reported that pump malfunction occurred a few months prior to contact, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump independently and resumed pump use without earlier reporting. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.